Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported stent fracture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a left internal carotid artery. An 8x4x136mm xact stent was implanted. On (B)(6) 2017, the patient was re-admitted to treat the right carotid artery. The procedure went well; however, it was decided to image the left carotid artery where it was noted that the stent was fractured. It is unknown at this time if treatment will be performed due to the fractured stent. The patient is doing fine. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.